Event description:
It was reported that the ilet displayed alert 32 indicating a delivery motor communication error, and the alert persisted after a restart, prompting a replacement device to be issued. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and continued cgm use with the dexcom app or receiver. Investigation included remote verification of the alert, user-directed troubleshooting, and initiation of device replacement with instructions for shutdown and data syncing.the manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.